Event description:
Clinical observation medtronic received info rmation that during the implant of this transcat heter bioprosthetic valve, a dissection in the right external ilia c occurred by the 22 fr solopath terumo sheath in a very calcified artery that was resolved by placing 3x viabahn covered stent. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).